Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited abnormal sensing and was found to have dislodged. The lead was reprogrammed and later revised. The lead remains in use. No patient complications have been reported as a result of this event.